Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report. (B)(4). The affiliate in (B)(6) determined the most likely cause of the reported event was the main pcb (printed circuit board) component. The affiliate in (B)(6) was shipped a replacement main pcb to repair the suspect device and return it to service. To date, the alleged faulty part has not been received by the carefusion failure analysis lab.

Event description:
The customer reported while using the vela ventilator; the unit displays vent inop (inoperable), motor fault, low pip (low peak inspiratory pressure), and xdcr fault (transducer fault) alarms. The issue occurred during patient use; an audible alarm reported at the time of the incident. The customer reported the patient then was placed on a different ventilator. There is no report of patient consequence associated with the event.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect main printed circuit board assembly (pcba) for investigation. An investigation was performed and identified the root cause of the reported issue was due to slow solenoid valve located within the assembly (s903). This issue will be internally investigated within carefusion.